Event description:
Boston scientific received information that the patient had experienced syncope for an unknown reason. When reviewing the arrythmia logbook, it was noted that there were no stored electrograms (egms) for the time of the syncopal event. Boston scientific technical services (ts) was consulted and discussed the first in, first out concept for egm storage noting that only the most recent seven egms are available. No additional information is available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.